Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The balloon was being used for pre-dilation. The rupture occurred at 10 atms during the third inflation. The first two inflations were also performed to 10 atms each. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Patient status is reported as "good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant info is rec'd, a supplemental MDR will be submitted.